Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 18a036, 18d002, and 18d035. A batch review was conducted for the reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that eight small volume infusors had flow issues during patient infusion. Of the eight events, three of the device had unspecified flow issues (unknown whether the issue was an overinfusion or underinfusion), one device underinfused, and four devices overinfused. Both events involved a patient with no patient consequences. No additional information is available. Note: the quantity is 8 since the customer reported 5 overinfusions/underinfusions in (B)(6). 1 device overinfused and 1 underinfused but the customer was unable to clarify whether the remaining 3 devices overinfused or underinfused.